Event description:
Reportedly, during the subject device replacement, the pacemaker started to pace in vvi mode at 96 min-1 without the presence of a magnet. It was reported that the physician was using the electrocautery. The subject device was returned for analysis.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during the subject device replacement, the pacemaker started to pace in vvi mode at 96 min-1 without the presence of a magnet. It was reported that the physician was using the electrocauthery. The subject device was returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device operated as specified.

Event description:
Reportedly, during the subject device replacement, the pacemaker started to pace in vvi mode at 96 min-1 without the presence of a magnet. It was reported that the physician was using the electrocauthery. The subject device was returned for analysis.